Manufacturer narrative:
It was noted that the device is not available for evaluation. Should additional information become available, it will be provided in a supplemental report upon completion of the investigation. Device not returned.

Event description:
Patient had a primary left knee implant on (B)(6) 2018 and has been experiencing lack of rom and constant pain. Patient noted a small effusion that showed up on x-rays. (B)(6) 2018 patient was treated for "lysis of adhesion" for excessive scar tissue and had an aspiration on (B)(6) 2022. Patient is scheduled for a revision on (B)(6) 2022. Patient would like to know if implants are subject to a recall. Patient noted she will be consulting an attorney but has not retained an attorney yet.